Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an overload fault error message and shut down. An alternate system was required to complete the case. There is no report of patient injury associated with this event.